Event description:
The pt was implanted with biventricular support. It was reported by the surgeon that the pvad lvad and pvad rvad pumps were exchanged due to both pumps showing visual signs of clotting. The surgeon believes the thrombosis may have occurred due to the fact that the pt has been weaned off heparin twice.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.